Event description:
During a follow-up in-clinic, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was not reproduced. Reprogramming has been performed to resolve the event. The patient was stable with no consequences and will continue to be monitored.

Event description:
Additional information was received that the right ventricular (rv) lead was capped and replaced to resolve event.

Event description:
Additional information was received that additional episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Additional reprogramming was performed to resolve event.